Manufacturer narrative:
It is unclear if laser delivery probe is related to reported hemorrhage. Device will not be returned for analysis. Monteris will trend complaints of this nature.

Event description:
As reported, after creating opening in the skull using another company's drill, neuroblate laser delivery probe was inserted into pt. First mr scan indicated a hemorrhage, confirmed by a second mr scan. Neuroblate procedure was aborted and pt received a ventriculostomy. Pt came out of ventriculostomy with no long-term negative effects. It is not known when the hemorrhage occurred, or if it was caused by the initial skull access, the neuroblate laser delivery probe, or another factor.